Event description:
The ICD involved in this MDR was implanted on (B)(6) 2010 (box replacement) and connected to the already implanted defibrillation lead - bs guidant 0148 - s/n (B)(4) - implanted on (B)(6) 2005. Reportedly, a low ventricular sensing (6-7mv) was observed. No induction tests were performed. Ventricular sensing was programmed at 0.4mv. On (B)(6) 2010, a follow-up was performed because the patient (with paroxysmal avbiii) had an episode of syncope. During the follow-up, the physician observed pacing inhibition due to noise oversensing; the physician reprogrammed the sensitivity to 2mv (a less sensitive value) and asked for a new follow-up with a sorin representative. On (B)(6) 2010, a new follow-up was performed. Normal and stable impedance value (1100 ohms) and ventricular threshold (0.75v) were observed. A stable and sustained 8hz noise pattern has been observed on the egms during sensing tests; the noise amplitude was 1-1.2mv. A similar behaviour was also observed in 3 arrhythmia episodes stored in the ICD memories. Reportedly, phd algorithm was active (programmed on). Recommendations to switch this feature off were provided.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.